Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had bolus anomaly. It was reported that the customer could not find record of the administered bolus. The customer's blood glucose level was reported to be 134mg/dl. It was reported that the customer believes the pump did not register the bolus that was administered. It was reported that the customer was advised the return pump for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. Multiple boluses were programmed and all boluses were properly delivered and recorded in the care-link history and daily totals. No bolus anomaly or cosmetic damage was noted.